Event description:
The pt was revised because of poor patella tracking. The surgeon recut the provide better tracking.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided info indicates device positioning was the likely root cause. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.